Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that the b plane was out of order. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. No systematic issue could be identified. During log file review, the ivs computer was not communicating via the network. In addition, the system could not start the image visualization system (ivs) application. Event log files of plane b showed recurrent network disconnection errors and no communication with ivs. The cse replaced the ivs pc and the ias pc on plane b. After the replacement full functionality of the system was recovered. The replaced ivs pc was returned for investigation; however, the original program drive and the image drive were removed prior to the shipment and kept on-site. During testing no issues concerning the network card or communication problems could be identified. Based on the available log files the ivs network issues and boot issue were most probably caused by a defective program drive on the ivs. Program drive issues can cause network problems and lead to application functionality failing. After the replacement of the ivs pc and the ias pc on plane b, full functionality of the system was recovered and the issue did not recur. Therefore, no further corrective action is planned based on the present event.